Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health (B)(4) regarding an event that was submitted by the user facility to the (B)(4) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention. A160106 - defective alarm. A13 - communication or transmission problem. A0719 - unexpected shutdown. E2401 - insufficient information. There was patient involvement. A report was received from health canada's canada vigilance program which states, "pt went down to CT scan on epinephrine inf at 30mg/min, levophed inf at 100mcg/min and vasopressing at 0.06u/min. On the way back from scan the pumps with all of the pt's pressors died immediately and without warning. Transport team had to stop, look for a wall outlet in the halls downstairs in ER and the portable battery was used to get the pt back to ward."

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit : a160106 - defective alarm (1014), g0600101 - alarm, audible. Correction : date of event, describe event or problem, concomitant med prod data, initial reporter facility name, imdrf annex a & g codes.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention a160106 - defective alarm a13 - communication or transmission problem a0719 - unexpected shutdown e2401 - insufficient information there was patient involvement. A report was received from health canada's canada vigilance program which states, "pt went down to CT scan on epinephrine inf at 30mg/min, levophed inf at 100mcg/min and vasopressing at 0.06u/min. On the way back from scan the pumps with all of the pt's pressors died immediately and without warning. Transport team had to stop, look for a wall outlet in the halls downstairs in ER and the portable battery was used to get the pt back to ward."